Event description:
It was reported that the thresholds on the lead have increased since implant. The patient thought they would feel better after the implant and has "no pep". The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.